Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Medwatch report (B)(4) states: pulmonary fellow performed a thoracentesis on patient. Following the procedure, the fellow was cleaning up. The thoracentesis tray is plastic. There is a location on the tray for a sponge to be placed. The soiled needles are stuck in the sponge on the plastic tray. The soiled needle was placed in the sponge but the needle went through the foam needle stop and through the bottom of the tray. When the fellow picked up the tray to dispose, she was stuck by the needle that went through the bottom of the tray. Additional information received 03-jul-2017: I have not heard back from the resident that was stuck so I cannot give you her personal demographics. There was no patient injury and I do not know if the resident had any exposure lab testing done and I do not know if the injured resident is taking any antivirals.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. One opened tray was returned for analysis. The tray only contained the needle foam stop. Measurement of the needle foam stop depth confirmed that the unit was within specification (1.01 +/- 0.06¿). Visual inspection of the tray confirmed that a needle had entered the foam stop and penetrated the bottom of the tray. Four photographs were also submitted. Two were of the product packaging. One image showed a needle inserted into a foam stop, and one image showed a needle protruding out of the bottom of a tray. In order to better understand the incident, the process was mimicked. A 25g hypodermic needles were chosen to perform the test as they are the smallest needle available and provide the least resistance upon insertion. The depth of the foam stops used in the evaluation were measured, and found to be within specification. The needles were inserted into foam stops that were placed in their respective tray location. Significant force was necessary in order to reach the depth of the foam stop. Strong tactile force was noticed upon reaching and eventually puncturing the tray with each iteration of the test. It should be noted that each time the tray underneath the foam stop was punctured, the needle became fully submerged into the foam stop. This made it visibly apparent that the needle had punctured the tray, and that it¿s tip would be exposed underneath. A device history record review was performed on lot 0001044919. No issues were found, indicating that the material used to produce the lot was within specification. The returned sample confirmed that a needle had proceeded through the foam stop and punctured the bottom of the tray. No issues were found in the device history record report. The evaluation used to mimic the incident indicated that all components functioned as they were designed. The intended usage of the foam stop is to enclose the sharp ends of objects. The circumstance in question involved the application of pressure into the foam stop such that the intended use was surpassed. Therefore the probable root cause is customer misuse. Please be aware that no needle should be entirely submerged into the foam stop.